Manufacturer narrative:
The joystick was not returned for inspection. A recall was issued in 2013 for this issue, dealer reported the correction kit was never installed on this chair. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the chair surges and loses speed intermittently. This issue was addressed by a recall, a correction kit was never ordered for this chair.